Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a hysterectomy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat carcinoma in situ of the cervix and stress urinary incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/20/2017. It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and hematuria.

Manufacturer narrative:
Additional information: patient codes: (B)(4) ¿ urinary urgency, (B)(4) ¿ vaginal discharge, (B)(4) - abscess additional narrative: it was reported that following insertion the patient experienced vaginal discharge, abscess and urinary urgency.

Manufacturer narrative:
Patient codes: (B)(4) - urinary frequency additional narrative: it was reported that following insertion the patient experienced urinary frequency.